Event description:
Customer, using convenience kit reported that when syringe was attached to a manifold, the contrast port was opened, contrast aspirated, then the contrast port on the manifold was closed, large air bubbles are in the contrast line. Air was injected into a patient, but there were no patient complications. The hospital notes that they hand their contrast bottle below the table, due to the configuration of the monitors in the room. The IV pole cannont be set higher as it is in the way of the monitors. Product samples being returned.